Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . Date of event is an approximation. On (B)(6) 2025 , it was reported that the patient experienced inaccurate cgm values. According to the related complaint, the patient called and reported cgm accuracy using g7 wearables. Events happened on (B)(6) 2025 . As per patient her cgm readings- related complaint 86 mgdl and then this complaint- 288 mgdl versus (vs) the bg meter readings on the related complaint- 400 mgdl and this complaint- 600 mgdl. Patient was throwing up on (B)(6) 2025 and felt sick, and went on dka. During this time, her readings were cgm 288 mg/dl vs bg meter 600 mg/dl. Her husband took her to the hospital using their own car. She arrived in the hospital on (B)(6) 2025 night and was given insulin (not mentioned if through IV or injection) she was in the ICU on that day. She didn't mention if there was a fingerstick done and what was the cgm readings after she was given a medication. Sensor removal date for this sensor was not discussed on the call. She stayed in the ICU until (B)(6) 2025 and went home feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.